Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced difficulty securing the infusion set in place due to not applying sufficient pressure, which resulted in the infusion set not adhering properly to the body event on (B)(6) 2025. No further information available.